Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The instrument was received partially applied with eleven remaining clips. No visual abnormalities were observed with the instrument. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Visual and functional testing of the returned product confirmed the product met quality release specifications and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a laparoscopic cholecystectomy procedure, for the first use of the device, it did not close properly. There was a malfunction with the handle. Clips were not closed properly, neither did the clip align properly onto the tissue. The clips fell into the cavity of the patient and were retrieved with a grasper. The clips sheared, they did not align on the indentations or depressions on the clip surface. The clips cut the tissue. They cut the ductus choledochus, a. And v. Cysticus. It was considered permanent damage but it was part of the gallbladder that was to be removed. The hemo-lock clip was used to correct the damaged tissue.